Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for high thresholds and an impedance spike was also observed the same day. The lead was capped and replaced. No patient complications have been reported as a result of this event.